Event description:
Litigation alleges pain and elevated metal ion levels. Update 7 aug 2014. Der rcvd - asr revision reported via sales rep (contact details added), left side, reason(s) for revision : pain. Update rec¿d 08/22/2014 - plaintiff¿s preliminary disclosure form was received, which identified lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/03/2014. Update rec¿d 11/20/2014 - medical records received. Patient revised to address discomfort, a large fluid collection on the MRI, and osteolysis. Upon revision, debris formation, granulomatous tissue, little bony ingrowth on the acetabulum, and corrosion on the femoral neck were noted. The stem is being added to the complaint. This complaint was updated on: 12/16/14.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. A revision to address high/elevated metal ion levels, to preclude permanent impairment of a body function or permanent damage to a body structure. (B)(4).

Manufacturer narrative:
(B)(4).